Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 1200 mcg/ml fentanyl at 144 mcg/day via an implantable pump for an unknown indication for use. It was reported that they were unable to aspirate the catheter and a new 8780 was implanted. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The event was resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.